Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon loaded a green reload with seamguard into the gun, placed the device on tissue and started firing. The first stroke was hard to fire but this is normally the case for the first firing as the tissue is thick. There were no unusual or loud noises heard. On the second stroke, the firing trigger became floppy and the gun would not continue cutting or stapling. The surgeon used the manual release button and opened the jaws, released and replaced with a second device. The same thing happened with the second device, and the gun would only complete the first stroke. Both of these guns will be returning. To continue the operation, the surgeon opened an device and the operation was able to continue. The surgeon stapled closer to the pylorus and was able to complete the whole sleeve using the device. The rep was not present but the surgeon is fully trained on the device and uses this product numerous times per week. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument b: batch #: (B)(4), exp date: 03/27/2011; device MFR date: 04/27/2011; the long60 instrument (a) was received with no visual non-conformances and with a reload loaded in the device. The reload was received partially fired. After further inspection, the sled was noted to be damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge and drivers get damage therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The long60 device (b) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.